Event description:
A pt reported experiencing inaccuratre high results with a lifescan meter. The pt's blood glucose results were 280 mg/dl vs. 121 lab. Tests were done within 10 minutes with a difference of 131%. Pt did not experience any adverse events. No further info has been reported.